Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, lost image has occurred. It was noted that air had not been cleared during preparation flushing. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, lost image has occurred. It was noted that air had not been cleared during preparation flushing. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath was kinked and detached. Impedance testing showed an electrical open proximal at the distal end of the catheter; 130 - 140 cm from the distal housing. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. Failure to follow instructions as assigned following a review of the reported event details, available information, and product record review. According to the event information, the motor drive unit (mdu) was on during the insertion of the device into the patient. Since the device is not designed to withstand the forces that could be encountered when advancing while rotating, this condition could contribute to causing a failure that led to a decrease in image quality or a total loss of image. According to the IFU indications, the mdu shall remain off when inserting the device into the patient`s body. Regarding the as reported device entrapped air, a cause code of cause not established has been assigned following a review of the returned device, reported event details, available information, and product record review. In this case, since the sheath was detached, the functional test could not be performed; therefore, limiting the identification of a most probable cause.